Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended.. The system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that since upgrading the s8 to 1.1.0, the system would not consistently keep the radiographic orientation of 2d images. The exams would not load radiographic (with patient right displaying on the left of the screen). However, when the manufacturer representative moved forward to registration, then went back to the images task, the images were in radiographic orientation. There was no patient present when this issue was identified.